Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead led had a confirmed fracture. It was noted that the lead fractured as the physician attempted to free the device from the pocket using a plasma blade and bipolar sealer. The physician states the lead was mangled due to excessive length requiring wrapping under the can. The lead was partially explanted. The physician then attempted to replace the lead with a new lead. However, the attempt was unsuccessful due to inadequate pacing thresholds. The physician abandoned the attempt to implant as anatomy was not yielding a viable target vessel. An epicardial lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead became extrinsically fractured due to melting, the proximal conductor of the lead became extrinsically distorted due to flattening, the distal conductor was flattened, the distal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.